Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the alleged malfunction. The stm stated a possible cause could be the fluoroscopy image does not update quick enough to see the iab inflate. The stm then completed preventive maintenance on the iabp. The iabp was calibrated and passed all functional and safety tests per factory specifications. It was then returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) was not fully inflating the iab. The customer reported that the iabp does not seem to be fully inflating the iab when visualizing under fluoroscopy. There was no patient injury, harm or adverse event reported.